Event description:
Doe: in 2008. The customer reported that a piece of the device broke off in the pt. The broken portion was able to be retrieved with no problems experienced. Update: info received in the same month: during cholangiography performed as part of laparoscopic cholecystectomy on the event date; insertion of the cholangiocath was difficult due to obstruction in the common bile duct. After several attempts to insert and secure it using haemoclips, it was noted that the tip was no longer intact at the distal part of the cholangiocath. The tip was found in and retrieved from the common bile duct. No adverse effects were noted.

Manufacturer narrative:
Still under investigation at this time.